Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: etlw1610c82e, serial/lot #: (B)(4), ubd: 27-feb-2016, UDI#: (B)(4); product ID: etlw1610c124e, serial/lot #: (B)(4), ubd: 05-feb-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient phoned technical services to report explant of their stent graft system due to an unknown endoleak approximately 2 years and 8 months post implant.